Manufacturer narrative:
(B)(4): physio-control provided the customer with technical assistance. The customer, a biomedical engineer, verified the reported issue and observed that the device was not able to recognize that a patient simulator or test plug was connected to the device via a quik-combo therapy cable assembly. The device would continually showed dashed lines (- - -) across the display. The biomedical engineer later confirmed that replacing the therapy pcb assembly resolved the reported issue. After observing proper operation through functional and performance testing, the device was returned to use. The device has not been returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that during a patient event their device would no longer display the patient's ECG rhythm when used with a quik-combo therapy cable assembly. Several quik-combo therapy cables were used but did not resolve the issue. The customer was going to use the device to perform a cardioversion on a patient when the reported issue occurred. A backup device was used. No further details regarding the patient event have been provided to physio-control. This issue is patient related; however there was no adverse patient outcome reported.